Manufacturer narrative:
Device evaluation: no device is expected to be returned for investigation. The device history record was reviewed and no exception documents were found. The complaint database was reviewed and no similar complaints for this lot number were found. Because the unit was not returned, the root cause could not be determined. If the device is returned in the future this investigation will be reopened and a follow up submitted.

Event description:
The user reported that a fragment separated from the device and remained in the patient. The fragment of the device in the patient was removed using a snare. No harm or injury to the patient was reported.

Manufacturer narrative:
The investigation is currently in process. A follow up report will be submitted when the evaluation has been completed.

Event description:
The user reported that the device broke during use. No other information is currently available.